Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : discarded

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 29mm sapien 3 transcatheter heart valve in the aortic position by transfemoral approach. During the procedure, the balloon of the balloon was overfilled (30ml) and at the end of the valve deployment the balloon of the commander delivery system burst. The delivery system was removed from the patient through the esheath. Upon inspection of the retrieved device, there were no balloon pieces left behind inside the patient. Despite of the balloon burst, the valve was successfully deployed and positioned. There were no patient injuries. As per medical opinion, the root cause of the event might be related to the balloon overfilling.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. The additional information received was that, 5 ml of extra volume was added during the case according to the operator. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and the following was observed: the balloon had a radial burst at the distal end of the inflation balloon. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by imagery evaluation of the provided image. However, no manufacturing non-conformance was identified during the review of the manufacturing records (DHR review). An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was ''moderate ++'' calcification of the patient's valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 5cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.